Manufacturer narrative:
Follow-up #1; date of submission: 10/06/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: reboot events, which are potentially indicative of the reported event, were observed in the black box data. The battery compartment was observed to be cracked from the grip pad to the case seal; this device failure indirectly contributed to the reported event. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The pump lost power during a 24 hour exercise period; the reported event was duplicated. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and evidence of moisture ingress was observed on the printed circuit board and other internal components. The moisture damage directly caused the reported event.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that moisture was evident behind the display lens. Reportedly, the pump was experiencing a no-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.